Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400 mg/dl. The customer blood glucose was 400 mg/dl. It was reported the customer had a high blood glucose and stated that the serter was acting different and not getting a good snap from the serter. The customer had declined troubleshoot for high blood glucose. The product was not returned for analysis.